Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an internal review. The user reported discrepancies between blood glucose and sensor glucose readings. The case was escalated for further review. Evaluation of available data from the data management system showed multiple rejected calibrations. Customer care recommended the user to perform a sensor re-link to allow the system to reinitialize and converge faster. Further follow up with the user was not possible due to lack of response despite multiple contact attempts, however, dms indicated that the user was actively using the system.